Event description:
Information received indicates the brake will not hold on the bed.

Manufacturer narrative:
The hill-rom technician found the brakes were not functioning on the bed. The technician replaced the brake/steer caster to repair the bed.